Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not beeping. The customer believes the insulin pump was not working correctly. The customer also stated that the they experienced high blood glucose. The customer¿s high blood glucose was 493 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for an analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.